Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels down to 50 (mg/dl). Customer consumed juice to address bg levels. Reportedly, the customer attributed their low bg to the way they performed a bolus delivery. Recommendation was made to consult with their health care provider to discuss diabetes management.